Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a batch/lot number: 1000217360. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an unrelated surgical procedure during which the balloon component of the artificial urinary sphincter (aus) was inadvertently punctured. A subsequent surgical intervention was performed, resulting in the removal of the aus. No patient complications were reported.